Manufacturer narrative:
Concomitant medical products: 0292 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted that the ra lead exhibited undersensing and loss of capture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. Blood was observed on the sleevehead of the lead. If information is provided in the future, a supplemental report will be issued.